Event description:
The customer reported that a pt died and there were no alarms heard before the pt expired. The biomed technician said that the bedside alarms were turned off by the user and the product did not contribute to the incident.